Event description:
It was reported that this patient presented to the hospital for asystole and syncope. Upon interrogation of the cardiac resynchronization therapy defibrillator (crt-d) it was found that there was loss of capture (loc) on this left ventricular (lv) lead as well as high capture thresholds on the right ventricular (rv) lead. Technical services (ts) analyzed presenting electrogram (egm) and discussed reprogramming options with boston scientific field sales representative. No additional adverse patient effects were reported. Currently, the crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).